Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to it was not functioning. The physician was unsure if it was a pump malfunction or if scar tissue prevented it from cycling. The patient has been having trouble cycling since original implantation. The previous pump was removed and replaced with a new ms pump. The patient had a satisfactory outcome.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had wear at fold in cylinder body; no leaks were found. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis therefore confirmed the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to it was not functioning. The physician was unsure if it was a pump malfunction or if scar tissue prevented it from cycling. The patient has been having trouble cycling since original implantation. The previous pump was removed and replaced with a new ms pump. The patient had a satisfactory outcome.